Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('skin rash'), uterine leiomyoma ('fibroids every 3 months'), uterine polyp ('polyps in uterus every 3 months / endometrial polyp of 14/13 mm') and abdominal hernia ('abdominal hernia') in a 34-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria hospitalization and intervention required), uterine polyp (seriousness criterion hospitalization), abdominal hernia (seriousness criterion hospitalization), headache ("headaches"), abdominal distension ("abdominal distention"), pain in extremity ("leg pain"), musculoskeletal discomfort ("prick in the groin"), muscle spasms ("contractions"), haemorrhage ("haemorrhages"), paraesthesia ("tingling"), tachycardia ("tachycardia"), acne ("acne in the groin and in the face"), rash macular ("red spots"), pruritus ("head itching") and alopecia ("hair loss") and was found to have uterine leiomyoma (seriousness criterion hospitalization). The patient was hospitalized from(B)(6) 2017 and then from (B)(6) 2018. The patient was treated with surgery (essure removal by salpingectomy (B)(6) 2017, hysterectomy on (B)(6) 2016 and surgery on (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the rash, uterine leiomyoma, uterine polyp, abdominal hernia, headache, abdominal distension, pain in extremity, musculoskeletal discomfort, muscle spasms, haemorrhage, paraesthesia, tachycardia, acne, rash macular, pruritus and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal hernia, acne, alopecia, haemorrhage, headache, muscle spasms, musculoskeletal discomfort, pain in extremity, paraesthesia, pruritus, rash, rash macular, tachycardia, uterine leiomyoma and uterine polyp to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('both ostia visible, no essure spirals are observed'), pelvic pain ('pelvic pain'), rash ('skin rash/ skin eruptions'), abdominal hernia ('abdominal hernia'), uterine leiomyoma ('fibroids every 3 months/ myoma') and uterine polyp ('polyps in uterus every 3 months / endometrial polyp of 14/13 mm/ it was detected there was a new endometrial polyp') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "fainted during insertion" in (B)(6) 2011. The patient's medical history included c-section and parity 2. Hemoglobin 11.5 g/dl (12-15.6), mcv 74.3 gl (80-101), mch 23.9 pg (27-34), mchc 31 g/dl (31.5-36), red blood cells dispersion (volume) 17.8% (11.6-14.0), iron 31 microg/dl (49-151), proteins (urine) traces mg/dl , leukocytes (urine) traces x 1/microl. Concurrent conditions included furuncle, allergy to nsaids, hidradenitis, hypermenorrhea and abdominal discomfort. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced syncope ("fainted during insertion"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and intervention required), rash (seriousness criterion hospitalization), abdominal hernia (seriousness criterion hospitalization), uterine polyp (seriousness criterion hospitalization), abdominal distension ("abdominal distention / abdominal bloating"), heavy menstrual bleeding ("menorrhagia"), genital haemorrhage ("haemorrhages"), hypersensitivity ("allergic reaction"), pruritus ("head itching / head itches"), rash macular ("red spots"), headache ("headaches"), pain in extremity ("leg pain / pain and tingling sensation in the legs"), musculoskeletal discomfort ("prick in the groin"), muscle spasms ("contractions"), paraesthesia lower limb ("leg pain / pain and tingling sensation in the legs / tingling"), tachycardia ("tachycardia"), acne ("acne in the groin and in the face"), alopecia ("hair loss"), swelling ("swelling"), localised tingling ("sensation of pins and needles in the groin"), muscle contractions involuntary ("contractions") and peritonitis ("inflammation in abdominal area") and was found to have uterine leiomyoma (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with doxycycline and surgery (essure removal by hysterectomy and bilateral salpingectomy, simple subtotal hysterectomy + bilateral salpingectomy, hysterectomy on (B)(6) 2016, surgery on (B)(6) 2018 and uterus polypectomy on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, rash, abdominal hernia, uterine leiomyoma, uterine polyp, abdominal distension, heavy menstrual bleeding, genital haemorrhage, hypersensitivity, pruritus, rash macular, headache, pain in extremity, musculoskeletal discomfort, muscle spasms, paraesthesia lower limb, tachycardia, acne, alopecia, swelling, localised tingling, muscle contractions involuntary and peritonitis outcome was unknown and the syncope had resolved. The reporter considered abdominal distension, abdominal hernia, acne, alopecia, device dislocation, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, muscle contractions involuntary, muscle spasms, musculoskeletal discomfort, pain in extremity, paraesthesia lower limb, pelvic pain, peritonitis, pruritus, rash, rash macular, swelling, syncope, tachycardia, uterine leiomyoma, uterine polyp and localised tingling to be related to essure. The reporter commented: left once easily inserted, 4 visible spirals, and the right one with some difficulties, leaving 3 visible spirals. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2017: both ostia visible, no essure spirals are observed. Polyp of approximately 1 cm is observed in upper third of cavity.. Ultrasound scan - on (B)(6) 2012: confirming both devices are well inserted.; on (B)(6) 2016: uterus in anteversion, observed in fundus refringent image of 12 mm compatible with polyp, normal ovaries. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2022: events aaded: "both ostia visible, no essure spirals are observed" and "inflammation in abdominal area". Date of birth, product indication, lab data, rcc and medical history were added. Essure start date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("both ostia visible, no essure spirals are observed"), pelvic pain ("pelvic pain"), rash ("skin rash/ skin eruptions"), abdominal hernia ("abdominal hernia"), uterine leiomyoma ("fibroids every 3 months/ myoma") and several episodes of uterine polyp ("polyps in uterus every 3 months / endometrial polyp of 14/13 mm/ it was detected there was a new endometrial polyp" and "endometrial polyps") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("fainted during insertion" in november 2011). The patient had a medical history of parity 2 and multiple caesarean sections. Hemoglobin 11.5 g/dl (12-15.6), mcv 74.3 gl (80-101), mch 23.9 pg (27-34), mchc 31 g/dl (31.5-36), red blood cells dispersion (volume) 17.8% (11.6-14.0), iron 31 microg/dl (49-151), proteins (urine) traces mg/dl , leukocytes (urine) traces x 1/microl. Concurrent conditions were listed as abdominal discomfort, hypermenorrhea, hidradenitis, allergy to nsaids and furuncle. On (B)(6) 2011, the patient had essure inserted. In november 2011 she experienced syncope ("fainted during insertion"). Essure was removed on (B)(6) 2017. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria hospitalisation and intervention required), rash (seriousness criterion hospitalisation), abdominal hernia (seriousness criterion hospitalisation), a first episode of uterine polyp (seriousness criterion hospitalisation), abdominal distension ("abdominal distention / abdominal bloating"), heavy menstrual bleeding ("menorrhagia"), genital haemorrhage ("haemorrhages"), hypersensitivity ("allergic reaction"), pruritus ("head itching / head itches"), rash macular ("red spots"), headache ("headaches"), pain in extremity ("leg pain / pain and tingling sensation in the legs"), musculoskeletal discomfort ("prick in the groin"), muscle spasms ("contractions"), paraesthesia lower limb ("leg pain / pain and tingling sensation in the legs / tingling"), tachycardia ("tachycardia"), acne ("acne in the groin and in the face"), alopecia ("hair loss"), swelling ("swelling"), localised tingling ("sensation of pins and needles in the groin"), muscle contractions involuntary ("contractions"), noninfectious peritonitis ("inflammation in abdominal area"), abdominal discomfort ("discomfort in the hypogastrium region"), abdominal pain ("abdominal pain") and a second episode of uterine polyp and was found to have uterine leiomyoma (seriousness criterion hospitalisation). The patient was hospitalised from (B)(6) 2017 to (B)(6) 2017 and from (B)(6) 2018 to (B)(6) 2018. The patient was treated with doxycycline as well as surgery (simple subtotal hysterectomy + bilateral salpingectomy, essure removal by hysterectomy and bilateral salpingectomy, surgery on (B)(6) 2018, uterus polypectomy on (B)(6) 2016 and hysterectomy on (B)(6) 2016). At the time of the report, the syncope had resolved. The outcomes for device dislocation, pelvic pain, rash, abdominal hernia, uterine leiomyoma, abdominal distension, heavy menstrual bleeding, genital haemorrhage, hypersensitivity, pruritus, rash macular, headache, pain in extremity, musculoskeletal discomfort, muscle spasms, paraesthesia lower limb, tachycardia, acne, alopecia, swelling, localised tingling, muscle contractions involuntary, noninfectious peritonitis, abdominal discomfort, abdominal pain and the last episode of uterine polyp were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal hernia, abdominal pain, acne, alopecia, device dislocation, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, muscle contractions involuntary, muscle spasms, musculoskeletal discomfort, noninfectious peritonitis, pain in extremity, paraesthesia lower limb, localised tingling, pelvic pain, pruritus, rash, rash macular, swelling, syncope, tachycardia, uterine leiomyoma, the first episode of uterine polyp and the second episode of uterine polyp to be related to essure administration. The reporter commented: left once easily inserted, 4 visible spirals, and the right one with some difficulties, leaving 3 visible spirals. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2016: uterine cavity normal. Endometrium in 1st phase. Both ostia visible, no essure coils observed. Polyp measuring approximately 1 cm observed in upper third of cavity, left side; this was completely resected using micro-scissors. Biopsies taken of the polyp and sent to anatomical pathology; on (B)(6) 2017: both ostia visible, no essure spirals are observed. Polyp of approximately 1 cm is observed in upper third of cavity. [Ultrasound scan] on (B)(6) 2012: confirming both devices are well inserted.; on (B)(6) 2016: uterus in anteversion, observed in fundus refringent image of 12 mm compatible with polyp, normal ovaries. [X-ray] (dates unknown): both device deployed and properly inserted. The patient reported no symptoms so was discharged. And may showing the essure coils quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 13-oct-2023: event uterine polyp, abdominal discomfort, abdominal pain added. Reporter lawyer added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('both ostia visible, no essure spirals are observed'), pelvic pain ('pelvic pain'), rash ('skin rash/ skin eruptions'), abdominal hernia ('abdominal hernia'), uterine leiomyoma ('fibroids every 3 months/ myoma') and uterine polyp ('polyps in uterus every 3 months / endometrial polyp of 14/13 mm/ it was detected there was a new endometrial polyp') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "fainted during insertion" in (B)(6) 2011. The patient's medical history included multiple caesarean sections and parity 2. Hemoglobin 11.5 g/dl (12-15.6), mcv 74.3 gl (80-101), mch 23.9 pg (27-34), mchc 31 g/dl (31.5-36), red blood cells dispersion (volume) 17.8% (11.6-14.0), iron 31 microg/dl (49-151), proteins (urine) traces mg/dl , leukocytes (urine) traces x 1/microl. Concurrent conditions included furuncle, allergy to nsaids, hidradenitis, hypermenorrhea and abdominal discomfort. In (B)(6) 2011, the patient experienced syncope ("fainted during insertion"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and intervention required), rash (seriousness criterion hospitalization), abdominal hernia (seriousness criterion hospitalization), uterine polyp (seriousness criterion hospitalization), abdominal distension ("abdominal distention / abdominal bloating"), heavy menstrual bleeding ("menorrhagia"), genital haemorrhage ("haemorrhages"), hypersensitivity ("allergic reaction"), pruritus ("head itching / head itches"), rash macular ("red spots"), headache ("headaches"), pain in extremity ("leg pain / pain and tingling sensation in the legs"), musculoskeletal discomfort ("prick in the groin"), muscle spasms ("contractions"), paraesthesia lower limb ("leg pain / pain and tingling sensation in the legs / tingling"), tachycardia ("tachycardia"), acne ("acne in the groin and in the face"), alopecia ("hair loss"), swelling ("swelling"), localised tingling ("sensation of pins and needles in the groin"), muscle contractions involuntary ("contractions") and noninfectious peritonitis ("inflammation in abdominal area") and was found to have uterine leiomyoma (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2017 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with doxycycline and surgery (essure removal by hysterectomy and bilateral salpingectomy, simple subtotal hysterectomy + bilateral salpingectomy, hysterectomy on (B)(6) 2016, surgery on (B)(6) 2018 and uterus polypectomy on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, rash, abdominal hernia, uterine leiomyoma, uterine polyp, abdominal distension, heavy menstrual bleeding, genital haemorrhage, hypersensitivity, pruritus, rash macular, headache, pain in extremity, musculoskeletal discomfort, muscle spasms, paraesthesia lower limb, tachycardia, acne, alopecia, swelling, localised tingling, muscle contractions involuntary and noninfectious peritonitis outcome was unknown and the syncope had resolved. The reporter considered abdominal distension, abdominal hernia, acne, alopecia, device dislocation, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, muscle contractions involuntary, muscle spasms, musculoskeletal discomfort, noninfectious peritonitis, pain in extremity, paraesthesia lower limb, pelvic pain, pruritus, rash, rash macular, swelling, syncope, tachycardia, uterine leiomyoma, uterine polyp and localised tingling to be related to essure. The reporter commented: left once easily inserted, 4 visible spirals, and the right one with some difficulties, leaving 3 visible spirals. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2017: both ostia visible, no essure spirals are observed. Polyp of approximately 1 cm is observed in upper third of cavity.. Ultrasound scan - on (B)(6) 2012: confirming both devices are well inserted.; on (B)(6) 2016: uterus in anteversion, observed in fundus refringent image of 12 mm compatible with polyp, normal ovaries.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available . Most recent follow-up information incorporated above includes: on 8-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('both ostia visible, no essure spirals are observed'), pelvic pain ('pelvic pain'), rash ('skin rash/ skin eruptions'), abdominal hernia ('abdominal hernia'), uterine leiomyoma ('fibroids every 3 months/ myoma') and uterine polyp ('polyps in uterus every 3 months / endometrial polyp of 14/13 mm/ it was detected there was a new endometrial polyp') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "fainted during insertion" in (B)(6) 2011. The patient's medical history included multiple caesarean sections and parity 2. Hemoglobin 11.5 g/dl (12-15.6), mcv 74.3 gl (80-101), mch 23.9 pg (27-34), mchc 31 g/dl (31.5-36), red blood cells dispersion (volume) 17.8% (11.6-14.0), iron 31 microg/dl (49-151), proteins (urine) traces mg/dl , leukocytes (urine) traces x 1/microl. Concurrent conditions included furuncle, allergy to nsaids, hidradenitis, hypermenorrhea and abdominal discomfort. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced syncope ("fainted during insertion"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and intervention required), rash (seriousness criterion hospitalization), abdominal hernia (seriousness criterion hospitalization), uterine polyp (seriousness criterion hospitalization), abdominal distension ("abdominal distention / abdominal bloating"), heavy menstrual bleeding ("menorrhagia"), genital haemorrhage ("haemorrhages"), hypersensitivity ("allergic reaction"), pruritus ("head itching / head itches"), rash macular ("red spots"), headache ("headaches"), pain in extremity ("leg pain / pain and tingling sensation in the legs"), musculoskeletal discomfort ("prick in the groin"), muscle spasms ("contractions"), paraesthesia lower limb ("leg pain / pain and tingling sensation in the legs / tingling"), tachycardia ("tachycardia"), acne ("acne in the groin and in the face"), alopecia ("hair loss"), swelling ("swelling"), localised tingling ("sensation of pins and needles in the groin"), muscle contractions involuntary ("contractions") and noninfectious peritonitis ("inflammation in abdominal area") and was found to have uterine leiomyoma (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2017 and then from (B)(6) 2018. The patient was treated with doxycycline and surgery (essure removal by hysterectomy and bilateral salpingectomy, simple subtotal hysterectomy + bilateral salpingectomy, hysterectomy on (B)(6) 2016, surgery on (B)(6) 2018 and uterus polypectomy on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, rash, abdominal hernia, uterine leiomyoma, uterine polyp, abdominal distension, heavy menstrual bleeding, genital haemorrhage, hypersensitivity, pruritus, rash macular, headache, pain in extremity, musculoskeletal discomfort, muscle spasms, paraesthesia lower limb, tachycardia, acne, alopecia, swelling, localised tingling, muscle contractions involuntary and noninfectious peritonitis outcome was unknown and the syncope had resolved. The reporter considered abdominal distension, abdominal hernia, acne, alopecia, device dislocation, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, muscle contractions involuntary, muscle spasms, musculoskeletal discomfort, noninfectious peritonitis, pain in extremity, paraesthesia lower limb, pelvic pain, pruritus, rash, rash macular, swelling, syncope, tachycardia, uterine leiomyoma, uterine polyp and localised tingling to be related to essure. The reporter commented: left once easily inserted, 4 visible spirals, and the right one with some difficulties, leaving 3 visible spirals. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2017: both ostia visible, no essure spirals are observed. Polyp of approximately 1 cm is observed in upper third of cavity.. Ultrasound scan - on (B)(6) 2012: confirming both devices are well inserted.; on (B)(6) 2016: uterus in anteversion, observed in fundus refringent image of 12 mm compatible with polyp, normal ovaries.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 13-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('skin rash'), uterine leiomyoma ('fibroids'), uterine polyp ('polyps in uterus / endometrial polyp of 14/13 mm') and abdominal hernia ('abdominal hernia') in a (B)(6) year old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria hospitalization and intervention required), uterine polyp (seriousness criteria hospitalization and medically significant), tachycardia ("tachycardia"), haemorrhage ("haemorrhages"), abdominal distension ("abdominal distention"), pain in extremity ("leg pain"), paraesthesia ("tingling"), musculoskeletal discomfort ("prick in the groin"), muscle spasms ("contractions"), acne ("acne in the groin and in the face"), rash macular ("red spots"), pruritus ("head itching"), headache ("headaches"), alopecia ("hair loss") and abdominal hernia (seriousness criteria hospitalization and medically significant) and was found to have uterine leiomyoma (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (essure removal by salpingectomy (B)(6) 2017, hysterectomy on (B)(6) 2016 and surgery on (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the rash, uterine leiomyoma, uterine polyp, tachycardia, haemorrhage, abdominal distension, pain in extremity, paraesthesia, musculoskeletal discomfort, muscle spasms, acne, rash macular, pruritus, headache, alopecia and abdominal hernia outcome was unknown. The reporter considered abdominal distension, abdominal hernia, acne, alopecia, haemorrhage, headache, muscle spasms, musculoskeletal discomfort, pain in extremity, paraesthesia, pruritus, rash, rash macular, tachycardia, uterine leiomyoma and uterine polyp to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), rash ('skin rash'), abdominal hernia ('abdominal hernia'), uterine leiomyoma ('fibroids every 3 months') and uterine polyp ('polyps in uterus every 3 months / endometrial polyp of 14/13 mm') in a 34-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced syncope ("fainted during insertion") and complication of device insertion ("fainted during insertion"). On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization), rash (seriousness criteria hospitalization and intervention required), abdominal hernia (seriousness criterion hospitalization), uterine polyp (seriousness criterion hospitalization), abdominal distension ("abdominal distention / abdominal bloating"), menorrhagia ("menorrhagia"), genital haemorrhage ("haemorrhages"), hypersensitivity ("allergic reaction"), pruritus ("head itching / head itches"), rash macular ("red spots"), headache ("headaches"), pain in extremity ("leg pain / pain and tingling sensation in the legs"), the first episode of musculoskeletal discomfort ("prick in the groin"), muscle spasms ("contractions"), paraesthesia ("leg pain / pain and tingling sensation in the legs / tingling"), tachycardia ("tachycardia"), acne ("acne in the groin and in the face"), alopecia ("hair loss"), swelling ("swelling"), the second episode of musculoskeletal discomfort ("sensation of pins and needles in the groin") and muscle contractions involuntary ("contractions") and was found to have uterine leiomyoma (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2017 and then from (B)(6) 2018. The patient was treated with surgery (essure removal by hysterectomy and bilateral salpingectomy, hysterectomy on (B)(6) 2016, surgery on (B)(6) 2018 and uterus polypectomy on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, abdominal hernia, uterine leiomyoma, uterine polyp, abdominal distension, menorrhagia, genital haemorrhage, hypersensitivity, pruritus, rash macular, headache, pain in extremity, muscle spasms, paraesthesia, tachycardia, acne, alopecia, swelling, the last episode of musculoskeletal discomfort and muscle contractions involuntary outcome was unknown and the syncope and complication of device insertion had resolved. The reporter considered abdominal distension, abdominal hernia, acne, alopecia, complication of device insertion, genital haemorrhage, headache, hypersensitivity, menorrhagia, muscle contractions involuntary, muscle spasms, pain in extremity, paraesthesia, pelvic pain, pruritus, rash, rash macular, swelling, syncope, tachycardia, uterine leiomyoma, uterine polyp, the first episode of musculoskeletal discomfort and the second episode of musculoskeletal discomfort to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: the events were added: pelvic pain (considered serious incident event), swelling, allergic reaction, menorrhagia, sensation of pins and needles in the groin, contractions. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), rash ('skin rash'), abdominal hernia ('abdominal hernia'), uterine leiomyoma ('fibroids every 3 months') and uterine polyp ('polyps in uterus every 3 months / endometrial polyp of 14/13 mm') in a 34-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced syncope ("fainted during insertion") and complication of device insertion ("fainted during insertion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), rash (seriousness criterion hospitalization), abdominal hernia (seriousness criterion hospitalization), uterine polyp (seriousness criterion hospitalization), abdominal distension ("abdominal distention / abdominal bloating"), menorrhagia ("menorrhagia"), genital haemorrhage ("haemorrhages"), hypersensitivity ("allergic reaction"), pruritus ("head itching / head itches"), rash macular ("red spots"), headache ("headaches"), pain in extremity ("leg pain / pain and tingling sensation in the legs"), musculoskeletal discomfort ("prick in the groin"), muscle spasms ("contractions"), paraesthesia lower limb ("leg pain / pain and tingling sensation in the legs / tingling"), tachycardia ("tachycardia"), acne ("acne in the groin and in the face"), alopecia ("hair loss"), swelling ("swelling"), localised tingling ("sensation of pins and needles in the groin") and muscle contractions involuntary ("contractions") and was found to have uterine leiomyoma (seriousness criterion hospitalization). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (essure removal by hysterectomy and bilateral salpingectomy, hysterectomy on (B)(6) 2016, surgery on (B)(6) 2018 and uterus polypectomy on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, abdominal hernia, uterine leiomyoma, uterine polyp, abdominal distension, menorrhagia, genital haemorrhage, hypersensitivity, pruritus, rash macular, headache, pain in extremity, musculoskeletal discomfort, muscle spasms, paraesthesia lower limb, tachycardia, acne, alopecia, swelling, localised tingling and muscle contractions involuntary outcome was unknown and the syncope and complication of device insertion had resolved. The reporter considered abdominal distension, abdominal hernia, acne, alopecia, complication of device insertion, genital haemorrhage, headache, hypersensitivity, menorrhagia, muscle contractions involuntary, muscle spasms, musculoskeletal discomfort, pain in extremity, paraesthesia lower limb, pelvic pain, pruritus, rash, rash macular, swelling, syncope, tachycardia, uterine leiomyoma, uterine polyp and localised tingling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: ha number received - ps/pf/58150. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report